Manufacturer narrative:
B5; additional information received: it was confirmed that the delivery system did not fully enter the vascular system. The gap between the tip and graft cover measured approximately 5mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device photo evaluation summary: a series of three (3) images were received. The images show the external slider in the home position and a gap between the taper tip and the graft cover tip. The length of the gap could not be determined from the images. There was no blood residue on the taper tip graft cover. The reported dimensional deviation was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 400mm thoracic aortic dissection. It was reported that during the index procedure when the stent graft was opened it was found that there was a gap between the outer sheath and the tip. The physician made repeated attempts to close the gap however was unsuccessful. The physician considered that the patient's dissection accumulated in the external iliac artery and that the gap could cause damage to the blood vessel so decided to stop the surgery. Per the physician the cause of the event was due to the outer sheath and tip were not tightly closed. No additional clinical sequalae were provided and the patient is fine.